Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported guidewire separation was confirmed via returned device analysis. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a target lesion in the superficial femoral artery, the physician used a non-abbott atherectomy/aspiration device with the balance middleweight hydrocoat guide wire. During the procedure, the atherectomy/aspiration device was removed and during removal, sheared the guide wire into two segments. The separated segments were removed from the patient anatomy using a snare device. There was no adverse patient effect and no clinically significant delay. No additional information was provided.